Manufacturer narrative:
Failure analysis: avea user interface module (uim) pn: 16950 sn: (B)(4) was received for investigation. Installed user interface module (uim) on to avea test station rfa-1 and powered on into user mode and the touch screen was responding properly as well as the buttons. Cycled the power in to service mode and successfully recalibrated the touch screen. Proceeded by constantly pressing user interface module (uim) buttons (none: buttons- main, screens, freeze, event, mode, advance settings etc.). Continued by adjusting settings while the unit was cycling (note: settings-rate, volume, peak flow, insp pause, peep, flow trigger, and fio2 etc.). Repeatedly pressed user interface module (uim) buttons and changed settings for about thirty minutes, the touch screen and buttons were still working properly. Left the user interface module (uim) cycling overnight for eighteen hours, started pressing user interface module (uim) buttons and settings once again and user interface module (uim) remained working properly. Disassembled user interface module (uim) to inspect pcb¿, cables and connectors. There were no anomalies during visual inspection. Root cause: I was unable to duplicate the reported problem.

Manufacturer narrative:
On (B)(6) 2016, several sections of initial report were found to need to corrections. Should have been unchecked in initial report.

Manufacturer narrative:
(B)(4). The distributor in (B)(4) evaluated the device and was unable to reproduce/verify the reported event. The distributor in (B)(4) decided it would be best to replace the device¿s user interface module (uim) as a precaution. The distributor in (B)(4) was shipped a replacement user interface module (uim) to repair the device and return it to the user facility in (B)(6) ready to be placed back into service. Carefusion issued a return goods authorization (rga) number to the distributor in (B)(4) for the return of the user interface module (uim) for evaluation. As of the (B)(4) 2015 the alleged faulty user interface module (uim) has not been received.

Event description:
The distributor in (B)(4) reported that the user facility in the (B)(6) reported to them that while in use on a patient the device's touch screen became unresponsive to touch. The patient was removed from the device and placed on another device with no harm to the patient.